Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller had a ¿software problem¿ message displayed while the controller was connected to the recharger. It was reported that the message has appear twice. The patient reported that the first time they unplugged it and attempted recharging, and the screen resolved. The second time, the patient reported that they removed and reinserted the battery pack. The patient reported that they were charging too frequently since they had the intellus implanted. The patient was redirected to follow up with hcp to assess programming. No patient complications have been reported because of this event